Event description:
As reported, before use with patient, the balloon of this fogarty embolectomy catheter failed to inflate. There was no allegation of patient injury. The device was received for investigation and as per evaluation results, the catheter body tube was completely detached just distal of the y-fitting. Patient demographics unable to be obtained.

Manufacturer narrative:
The fogarty thru-lumen embolectomy catheter involved in this event was received for evaluation. Report of balloon failed to inflate was confirmed. As received, the catheter body tube was completely detached just distal of the y-fitting. Adhesive was visible at the bond area between tube and the y-fitting. Balloon latex and both balloon windings appeared intact. No other visible damage or abnormality was observed from the balloon, windings and catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. A supplemental report will be submitted accordingly upon investigation completion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.